Event description:
(B)(6) had an excessive weight mismatch alarm after 40 hours of therapy. Nurse received "uf bag full" alarm. Nurse only emptied half the bag because it overflowed the container she was emptying. Nuwellis received a call about the weight mismatch, and we determined it was because she did not fully empty the uf bag before continuing therapy. The nurse then emptied the rest of the uf about 15 minutes later to have an empty bag. The call ended. 17 minutes later we received another call saying that the patient is hypotensive and 100cc of fluid was pulled in those 17 minutes when uf is set at 30cc/hr. Blood returned, therapy discontinued, and pt stabilized with fluids. We asked the nurse if the uf pump cartridge was in clipped in place and she replied yes. However, when nurse was taking down the circuit, she noticed that the uf cartridge was indeed loose. We told her we will still want the circuit and console back at corporate to run diagnostics but the uf cartridge being loose can lead to over-pulling.